Event description:
It was reported that during the procedure at the time of making the brocade, when passing the 4.2 bit through the cortices, this broke in the tip, leaving a small fragment of this inside the bone of the patient since it could not be removed. The doctor decided to leave this fragment for it was difficult to extract. It was then resolved by removing the excess of the above-mentioned bit and working with another bit; the aforementioned generated discomfort to the specialist because only a long bit came and this was the one that was broken. Even so it was possible to finish the surgery successfully, without alterations in the surgical times. The patient was affected because inside his bone there was a small fragment of the bit that was broken; the specialist decided to leave this fragment since it was not possible to extract it. During and after the surgery, the patient's condition was stable and without any additional complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to medtech orthopaedics , however photos were provided for review. The photo investigation revealed that 03.045.022 , drill bit calibr ø4.2 x-long has been broken .the observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of embedded device as no x-rays are provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit calibr ø4.2 x-long would contribute to the complained device issue. Based on the investigation findings, the drill bit calibr ø4.2 x-long has broken because of cause trace to component failure , and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device. Product code: 03.045.022. Lot number:8530p02. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28 nov 2023. Manufacturing site: jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.